Event description:
The patient reported that they had their catheter ¿worked on¿ on (B)(6) 2011. They stated that when they have had their pump filled, they ¿consistently take out a lot of medication¿. On (B)(6) 2011 they did a dye study test that looked normal, but it found that the catheter was ¿being held up by flesh around it¿. The patient stated that the pump had turned and the catheter got dislodged on (B)(6) 2011. A healthcare provider later reported that the catheter was not changed out on (B)(6) 2011, the date the pump was changed. The catheter was still in use and implanted according to the nurse. They stated ¿bottom line the patient is fine¿.

Event description:
It was reported that the pump was explanted because it was ¿not getting the right dosage.¿ the device system was being used to deliver fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).